Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a clogged sodium electrode. The fse replaced the electrode to resolve the issue. Age or date of birth, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of high sodium (na) results and ise (ion selective electrode) mid-standard pre measure stability error on their au680 clinical chemistry analyzer. The erroneous patient results were reported outside the laboratory; however, there was no report change to treatment, injury, or death associated with this event. The customer did not provide data for review. Patient demographics were not provided.